Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear 3-6 lead 50 cm, model: sc-2366-50, serial: (B)(6), batch: 7079856, UDI: (B)(4), brand name: linear 3-6 lead 50 cm, model: sc-2366-50, serial: (B)(6), batch: 7080135, UDI: (B)(4), brand name: infinion cx lead, model: sc-2317-70, serial: (B)(6), batch: 5025598, UDI: (B)(4).

Event description:
It was reported that the patient experienced the spinal cord stimulation (scs) become less effective over time. Subsequently, the patient underwent a system explant procedure. Postoperatively, the patient was recovering without issue. The devices were discarded by the medical facility.